Event description:
Customer reported the device was tested positive during culture test. The issue found during inspection before use. The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The full address name of the establishment is (B)(6). The device culture results were provided. The device was tested positive with the following : aeruginosa cells, denitrifying germ free bacilli. Where the bacteria was found and where the sample collected: unknown in addition, communication with the customer, the following information were provided: no patient infection. Zero date of last disinfection and sterilization: (B)(6) 2023. Cleaning, disinfection, and sterilization (cds) information : implementation of bed side cleaning: unknown implementation of water tank cleaning: unknown leakage test; unknown. Appropriate use of other adapters: unknown . Implementation of alcohol injection: each scope, disinfection procedure was added with alcohol spray. Date of last water supply tube disinfection: once every two weeks. Last change of water filter: mid february. Implementation of liquid delivery to each tube: oer-aw as per noted, the user follows the instruction for use (IFU). Additional information provide by service business center (sbc): the sfdc test result indicated that it had been sterilized, and no other obvious abnormalities were found in the test. Due to the limitation at repair center( rc) china, culture test could not be conducted and therefore, the reported issue could not be confirmed at rc. During device evaluation , service repair noted no other obvious anomaly was found at the subject scope. Rc carried out sterilization on the subject scope and sent the scope back to the customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the event reported . Please also see section d10 (concomitant device) for additional information . There was no issue with the concomitant device. The procedure was an enteroscopy case and was completed with another device. No harm to the patient. No delay in the procedure investigation is ongoing. This report will be supplemented accordingly following investigation.